Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles in tubing/chamber. The patient also alleged headaches. There was no report of harm/injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles in tubing/chamber and also alleged headaches related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.     After the second attempt to have the device and components returned for evaluation, someone lift the call and said they don't have customer information in their data base and hung up the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, followup report will be filed.